Manufacturer narrative:
The event occurred in (B)(6) with the valve which is sold bulk, non-sterile to the customer for further processing into final sterile packs. A similar device is distributed by quest medical in us, hence this medwatch is being submitted. No complaint sample was returned for evaluation. A DHR review conducted showed no manufacturing anomalies related to the reported complaint. The root cause of the alleged issue is unknown.

Event description:
A report was received regarding an alleged issue encountered during use of the cpbp vacuum relief valve. The report states that there was a leak in the sucker one way valve in the yellow aortic root vent line and they had to delay running onto bypass to cut the significantly leaking valve out of the circuit. There were no reported patient complications reported as a result of the alleged issue.

Manufacturer narrative:
The device was not returned for evaluation and the inventory on the lot reported has been depleted. DHR review was conducted and no anomalies, related to the complaint condition, were found. The root cause of the alleged incident is unknown. Quest medical will continue to monitor complaints for trend.